Event description:
During a coronary artery stenting treatment procedure the balloon would not inflate and a shaft break occurred. The target vessel was located in the moderately to severely tortuous, moderately to severely calcified left anterior descending artery(lad). The lesion was predilated with a maverick balloon of unk size. The physician advanced a 2.75 x 32 mm taxus express2 drug eluting stent toward the lesion. During advancement through the guide catheter the shaft kinked but the physician decided to advance the stent despite this. Upon reaching the lesion the balloon would not inflate and the physician withdrew the stent. Upon withdrawal through the guide catheter the shaft broke. The stent and shaft were removed with the guide catheter without difficulty. The procedure was successfully completed with another 2.75 x 32 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'